Manufacturer narrative:
Concomitant medical products: product ID: software bi-500-01065, serial/lot #: (B)(4), ubd: na , UDI#:na. The software investigation found that the reported event was related to a software issue. This issue has been documented in a software anomaly tracking database. This information was previously reported via the navigation systems. Please reference mdrs 1723170-2019-05640 and 1723170-2019-05723, please reference MDR 3004785967-2020-00939 for the other imaging system referenced in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the site could not auto-transfer an image acquisition to the navigation system from the medtronic imaging system in the operating room (or). It was reported that a second medtronic imaging system and navigation system were brought into the or without resolution. It was reported that the image acquisitions had a nav tag on them and that manually loading the scans over universal serial bus (usb) did not restore functionality. The surgeon then opted to discontinue with the procedure and wake-up the patient. There was a reported delay to the procedure of more than 1 hour due to this issue. It was later reported that the initial imaging system and navigation system used did not have a nav tag on the 3d image acquisition. Additionally, the network cabling on the port would change the status of communication of the imaging system if manually manipulated. It was reported that the second navigation system and imaging system used did have a nav tag on the image but the image did not transfer. Manually pushing the exam did result in the exam appearing but did not populate when selected in the software. It was reported that while troubleshooting, image acquisitions could be performed and transferred on both imaging systems and navigation systems without issue. There was no reported impact to patient outcome as a result of the aborted procedure post-anesthesia